Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was intended for use during a stomach procedure. According to the complainant, after unpacking, the nurse performed a functional check, and found that the needle would not retract into the sheath. The procedure was completed with another optiflo injection needle. Reportedly, no damage was noted to the device or its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
A visual examination found that the device returned with no damage, cracks, or kinks. Functionally, when activated, the needle extended and retracted without issue. Additionally, no device leaks were observed. The condition of the returned incident device showed no evidence of the alleged issue or any defect which could have contributed to the event. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified serial number.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was intended for use during a stomach procedure. According to the complainant, after unpacking, the nurse performed a functional check, and found that the needle would not retract into the sheath. The procedure was completed with another optiflo injection needle. Reportedly, no damage was noted to the device or its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an optiflo injection needle was intended for use during a stomach procedure. According to the complainant, after unpacking, the nurse performed a functional check, and found that the needle would not retract into the sheath. The procedure was completed with another optiflo injection needle. Reportedly, no damage was noted to the device or its packaging. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
The patient's exact age is unknown. However, it was noted to be over 18 years. (B)(4): needle failing to retract. The device has been received by this manufacturer, however, the investigation has not yet been performed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.